Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Returned product consisted of a nc emerge balloon catheter, with the distal portion of the balloon catheter loaded on a partial guide wire. The balloon was loosely folded with contrast in the balloon and lumen. The returned guide wire was measured at .01362 inches. The entire length of the balloon was bunched. Microscopic and tactile inspection of the distal shaft/hypotube revealed a complete separation of the shaft at 116cm from the strain relief. The hypotube and distal shaft were kinked numerous times. There was damage (stretched) at 107cm from the strain relief and 2mm distal from the port weld. Microscopic inspection found no irregularities or damage to the tip or proximal bond of the device. The inner diameter (ID) of the wire lumen was measured at the distal tip (proximal end was too heavily damaged to take a measurement); the ID was .014" at both ends, which is within specification. Microscopic inspection revealed inner and outer shaft buckling starting at the distal end of the balloon and continuing proximally for 24mm. Functional testing could not be conducted due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The 90% stenosed previously stented target lesion was located in the mildly tortuous mid left anterior descending artery. A 2.50mmx20mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated four times at 12, 15, 20 and 22 atmospheres with no issues. When the device was removed with the non-bsc guidewire, it was then noted that there was friction or tension between the two systems. The balloon catheter was removed intact from the patient's body, however, the catheter was "locked" on the wire and was not able to be retracted any further. The device was pulled more aggressively and the catheter shaft separated, leaving the distal part of the device still attached to the wire. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The 90% stenosed previously stented target lesion was located in the mildly tortuous mid left anterior descending artery. A 2.50mmx20mm nc emerge® balloon catheter was advanced for dilation. The balloon was inflated four times at 12, 15, 20 and 22 atmospheres with no issues. When the device was removed with the non-bsc guidewire, it was then noted that there was friction or tension between the two systems. The balloon catheter was removed intact from the patient's body, however, the catheter was "locked" on the wire and was not able to be retracted any further. The device was pulled more aggressively and the catheter shaft separated, leaving the distal part of the device still attached to the wire. The procedure was completed using a different device. No patient complications were reported.